Manufacturer narrative:
Updated fields - b4,d9,e1(site country),g3,g6,h2,h3,h4(type of investigation,investigation findings,investigation conclusions),h10. A getinge field service engineer (fse) went onsite, investigated logs. Did not find any unusual alarms that pointed to a device failure. Ran device for 2 hours with trainer and no failures or shut off occurred. Unit cleared for use and returned to service.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) pump stopped working correctly. The rn called the emergency support number stated the patient was in the middle of getting a procedure (doppler and vein mapping) and she said she heard an alarm and the pump was quiet. However, when she looked at the screen it did not appear to be in standby (blue time in standby bar not on screen). There was an augmented pressure on the screen but it looked to be in standby. She pressed start and it pumped a couple of times and then did not augment. She checked the tubing and all connections. She tried iab fill key and start a couple of times with no success. She was advise to get a back-up pump and switch the patient over to that. She plugged the pump in, successfully powered it up, switched the patient over. Texted image reveals waveforms and numbers looked normal. She was instructed to tag the first pump and send to biomed per the hospital¿s usual routine. There was no harm to the patient reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.